Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor produced a ¿replace sensor¿ message after eight days of wear. It was further reported that on (B)(6) 2018 the customer was ¿not feeling well¿ but could not receive a scan result and then subsequently lost consciousness. Customer was transported to a hospital, diagnosed with hypoglycemia and treated with two doses of glucagon. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). No error was observed. Observed sensor plug was properly seated in the mount. Removed the sensor plug and performed visual inspection on the plug assembly. No issues were observed. The sensor inserted into the sim-vivo test fixture and all sim-vivo results were within range. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified. This also serves as a correction report. Describe event or problem was incorrectly documented that the event occurred on (B)(6) 2018 on the initial MDR report. Has been modified to reflect correct event date.

Event description:
Customer reported her adc freestyle libre sensor produced a ¿replace sensor¿ message after eight days of wear. It was further reported that on (B)(6) 2018 the customer was ¿not feeling well¿ but could not receive a scan result and then subsequently lost consciousness. Customer was transported to a hospital, diagnosed with hypoglycemia and treated with two doses of glucagon. No additional treatment was required. There was no report of death or permanent injury associated with this event.